Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg had become inoperable following an unrelated surgical procedure on (B)(6) 2022. In turn, troubleshooting was able to resolve the issue. The device is providing therapy.